Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having problems with their insulin pump. They had a sensor glucose discrepancy. The sensor glucose reading was 343 mg/dl when her blood glucose level was actually 565 mg/dl. The customer was treating based off the sensor glucose value. The customer's current blood glucose level was 475 mg/dl. The customer had symptom of nose burning. The customer treated their high blood glucose with a bolus. Troubleshooting was performed and the insulin was able to exit without incident. The customer was advised to monitor their blood glucose and to call back if high blood glucose persists. The device will not return for analysis.